Event description:
A mains powered pressure relief mattress was found to be not working. A member of the staff followed the mains cable up from plug to device to check if she had plugged in the correct cable. As she got close to the device the wires fell out of the device and she touched the exposed live wires. The staff member got electrocuted requiring a and e check, which caused distress and paresthesia in their fingers. No further information concerning treatment was released.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the manufacturer arjohuntleigh, a branch of arjo ltd (B)(4). The incident was reported by the user facility (B)(6) to the mhra directly and they in turn notified us of this issue. No product was returned to the manufacturer however, the information supplied provided an adequate analysis of the event. It seems that the damage to the main cable came from interference from the bed rail mechanism. Upon review of the IFU/user manual, it was noted that there are a number of areas in the IFU where guidelines regarding the management of power mains lead have been addressed. These include warning statements as well as ul approved symbols with respect to electric shock. Thus, we can confirm that if the IFU had been followed correctly, this incident could have been avoided. This issue would be classed as a general risk with all beds and mattress systems in hospitals and home care. It is therefore the responsibility of the user to ensure that the mains power cable is positioned so as to avoid any risk to staff and patients alike. Incidents resulting in an electric shock are already covered under the original risk analysis of the product. The probability of occurrence is remove/ occasional and the severity is considered as significant depending on the extent of injury. A review of the past 12 months found a similar incident that occurred in 2009 where the cables were crushed in between the bed. While the benefits to patients in terms of pressure relief and other clinical parameters far outweigh the risks, the risk of electric shock is of concern; the devices are designed to comply with the electrical safety standards such as (B)(4). Also, as a further improvement to our future product range, all nimbus 4 systems have introduced a cable management system that will help reduce incidents of this nature. The customer discovered that this cable and others are either being forcibly pulled out of sockets when beds are moved or the cables are run over by the bed damaging the cable and loosening the connections in the device and/ or plug. An internal alert was sent out to all staff by the hospital. Guidance on placing the cables for the various mattresses was also distributed.